Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed through evaluation of the submitted log file, but the root cause of the driveline disconnect could not be conclusively determined through this evaluation. The system controller event log file contained data from (B)(6) 2021 at 20:32:55 to (B)(6) 2021 at 14:55:29. At 16:27:43 on (B)(6) 2021, the driveline was disconnected during a power source exchange from the mobile power unit (mpu) to battery power. The pump stopped because of the driveline disconnect, and audible/visual alarms resulted. The driveline was reconnected at 16:27:53 on (B)(6) 2021, and the pump resumed operating at the set speed within approximately 4 seconds. Before and after the driveline disconnect event, the pump operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer' investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-06837. It was reported that log files were sent to technical services for review. Upon their analysis, they found a driveline disconnect alarm that occurred on (B)(6) 2021 at 4:27 pm. The driveline was plugged back in and the pump resumed to work as intended.